Manufacturer narrative:
The technician found the cause to be the cable had been pulled out so hard that it broke a board connector on the sidecom onsite power control board and pulled the pins out of the cable. The sidecom onsite power control board and cable were replaced by the technician to resolve the issue.

Event description:
The account alleged the nurse call was not functioning. No patient impact.